Manufacturer narrative:
Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that after implantation of a preloaded multifocal toric intraocular lens, the patient continued to complain of poor distance vision. Consequently, the lens was explanted during a secondary surgery and replaced with a different model. Additional information stated that the patient experienced no limitations in daily activities after the initial surgery compared with before surgery. The patient¿s uncorrected distance visual acuity was 0.2 preoperatively and remained 0.2 after the first surgery; after the lens exchange it improved to 0.5. Postoperative refraction was -1.50/-1.50×145. The intended target refraction was +19.5 d (+0.81) / +21.0 d (-0.22). Postoperative best spectacle-corrected visual acuity (bscva) was 0.5¿2. No other information was provided.